Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 9 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.